Manufacturer narrative:
The technician found that a small amount of hydraulic fluid was leaking inside of the bed frame. No fluid leaked onto the floor. He discovered that the seals on the hydraulic reservoir were allowing a small amount of fluid to escape due to normal wear. All bed functions were operating as designed. The technician replaced the reservoir w/ seals, the breather cap and replaced the hydraulic fluid to repair the bed.

Event description:
The account alleged the bed has no head up function.